Event description:
Provider states that the frame is broken on both sides near the back. Provider states the last weight they took on the patient was in (B)(6) 2012 and she was (B)(6). No additional information provided.